Event description:
Hcp reports pt has repeated infections at battery site and battery depletion due to usage 24/7. Hcp reports wound is well healed. The device was explanted and returned to the MFR for analysis.